Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-49011, 1627487-2020-49013. It was reported the patient's ipg turned inoperable due to not charging the ipg. In turn, the patient underwent surgical intervention on an unknown date wherein the ipg was explanted and leads were clipped. A portion of patient's leads remained implanted. No additional information is known at this time.